Event description:
During laparoscopic vertical sleeve gastrectomy and hiatal hernia repair, the surgeon attempted to fire the staples along the stomach, and it did not fire the staples. No patient harm. New stapler was opened and used successfully.